Event description:
Clinical study. It was reported that during a coronary artery stenting procedure, balloon withdrawal resistance was noted. The index procedure treated the de novo, 90% stenosed and moderately calcified 3.0x12mm target lesion located in the proximal left anterior descending artery. Treatment consisted of pre-dilation with a maverick 2.5x12mm balloon, the placement of a 2.75x16mm taxus liberte drug eluting stent deployed at 18 atm's and post dilation with a competitor's 3.41x16mm balloon deployed at 19 atm's resulting in 10% residual stenosis. The target vessel was moderately tortuous and balloon withdrawal resistance was noted during the procedure. Per the investigator, "calcification caused the minor resistance". The patient was discharged 1 day post procedure on aspirin and clopidogrel. No patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.